Event description:
It was reported that device in back up vvi mode alert was received via merlin.net. The patient was brought into the clinic and a device code download was performed successfully. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.